Manufacturer narrative:
Investigation summary: bd received 6 representative samples from the same lot in unopened packages. The returned samples did not have any defect of leak and the reported failure could not be verified. There was no record of non-conformance associated with this lot batch. Conclusion: the complaint could not be substantiated as the samples returned do not confirm leakage.

Event description:
It has been reported that the syringe 10ml saline xs has been found experiencing four cases of leakage past the stopper during use. The following has been provided by the initial reporter: reporting regarding the cat # 306572 lot # 9101610 medical device. Specifically, it should be noted that during the use of the syringe for washing, a constant jet of physiological solution flows back from the plunger. The defective pieces are 4 of the same lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml saline xs has been found experiencing four cases of leakage past the stopper during use. The following has been provided by the initial reporter: reporting regarding the cat # 306572, lot # 9101610 medical device. Specifically, it should be noted that during the use of the syringe for washing, a constant jet of physiological solution flows back from the plunger. The defective pieces are 4 of the same lot.